Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the customer felt pain. When the pod was removed they noticed skin irritation and reported that the needle did not retract back into the pod while wearing the pod between 1 to 4 hours. Pod will not be returned because customer no longer has the pod. As treatment, patient was able to activate a new pod.